Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 (w/vasoshield) stopped working (would not activate) in the middle of procedure. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 (w/vasoshield) stopped working (would not activate) in the middle of procedure. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # # (B)(4). The device was returned to the factory on 19may2020 and an investigation was conducted on 22may2020. Signs of clinical use and evidence of blood was observed on the tip of the cold jaw. A visual inspection was conducted. The heater wire was observed to be slightly flexed away at the center of the hot jaw but remained attached at the tip and the base of the jaw. No other failures were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value measured at 0.690 ohms which is within hemopro 2 final test specification. The device pass the temperature measurement test. The displayed temperature increase and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation, the complaint for the reported failure "electrical issue - deactivation mechanism kept going off" was not confirmed but analyzed failure ¿material twisted/bent; wire¿ was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 (w/vasoshield) stopped working (would not activate) in the middle of procedure. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: g4, g7, h2, h3, h6, h10. Corrected sections: h-6 - device code from "failure to deliver energy" to ¿electrical issue¿ the device was returned to the factory on 19may2020 and an investigation was conducted on 22may2020. Signs of clinical use and evidence of blood was observed on the tip of the cold jaw. A visual inspection was conducted. The heater wire was observed to be slightly flexed away at the center of the hot jaw but remained attached at the tip and the base of the jaw. No other failures were observed.an electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value measured at 0.690 ohms which is within hemopro 2 final test specification. The device pass the temperature measurement test. The displayed temperature increase and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation, the complaint for the reported failure "electrical issue" was not confirmed but analyzed failure ¿material twisted/bent; wire¿ was confirmed. Specific actions for the analyzed failure mode material twisted/bent are being maintained and documented under maquet's failure investigation report (fir) system.